Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia requiring hospitalization after treating a false hyperglycemia blood glucose reading of 400 mg/dl. The customer was treated by paramedics before arrival at the hospital, and the data from the pump during this time frame were corrupted. The customer declined further assistance at the time of the initial report. The event involved product(s) unk_ngp, mmt-332a, unomedical, and unk_sensor. Troubleshooting was partially performed for difference between glucose values. The blood glucose value at the time of the event was 400 mg/dl. The difference between blood glucose and sensor glucose was outside the acceptable range. It was unknown whether the customer was using the auto mode/smartguard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for unk_ngp. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for unk_sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: regulatory report was submitted in error, sensor is not reportable for sensor glucose vs blood glucose. So event submitted under regulatory report 2032227-2026-104699 is not-reportable.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.